Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error, button error and unspecified error. The customer's blood glucose was unknown at the time of incident. Troubleshooting was not performed and the device will not return for analysis.